Event description:
Patient admitted on (B)(6) 2024 with increasing shortness of breath and lightheadness. Ldh on admission 275. Ldh range 170-240. Cat scan performed (B)(6) with noted luminal thrombus within the proximal aspect of the outflow graft resulting in moderate to severe stenosis. Patient taken to surgery on (B)(6) with bend relief incised and immediate return of significant amount of proteinaceous debris. On (B)(6) patient noted improvement in respiratory effort. (B)(6) ldh 218.